Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: this described failure is being addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause analysis: a quality plan was opened by integra-tullamore to address the root cause and corrective actions for the issue of power supply failure.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) will not power on and found that all fuses were blown. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.